Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 03/17/2020. Section h-3 device returned to manufacturer: yes. Device evaluation: the complaint product was returned in a plastic bag. The plunger was in a fully advanced position and the pushrod was exposed out of the cartridge tip. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection performed under microscope: a small amount of lubricating material residue was observed in the device. There was no lens returned inside nor outside the device. Due to the conditions in which the sample returned, and as no lens was received the reported issues were not verified. Based on the analysis, product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when injecting a pcb00 25.5 diopter intraocular lens (iol) into the patient¿s operative eye customer account reported the lens began to advance and then stopped, and would no longer advance once halfway out of the cartridge. The lens did not fully inject into the eye and when withdrawn from the eye the implant remained in the cartridge; there was patient contact. A backup implant was opened to use instead, and no further action was taken. No additional information was provided.